Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; pump did not record the last call service alarm in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: on investigation, the pump powered on normally with audible tone and vibration intact. A call service alarm was reproduced for the investigation. The pump gave the appropriate audible warning and text message on the display screen. The call service alarm was also accurately recorded in the pump¿s alarm history. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.